Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber confirmed the fiber break event as analysis identified the glass cap was detached/separated. The level of debris could not be determined due to the missing cap. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including glass cap detachments. According to the instructions for use (IFU), if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure.

Event description:
It was reported that the fiber tip broke during a photoselective vaporization of the prostate (pvp) procedure. Another fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the fiber tip broke during the procedure. Another fiber was used to complete the procedure. There were no patient complications.